Manufacturer narrative:
(B)(4). Methods: (films). Results: unapproved use of device (previously implanted surgical graft); inherent risk of procedure (dissection); patient¿s condition affected effectiveness of device (sharply angulated thoracic aorta). Conclusions: known inherent risk of a procedure (dissection); off-label, unapproved or contraindicated use (previously implanted surgical graft); device failure related to patient condition (sharply angulated thoracic aorta).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm with a diameter of 55mm. The proximal aortic neck was 28mm in diameter, and 100mm long. The distal aortic neck was 28-29mm in diameter and 49 mm long. The proximal and distal aortic necks were severely angulated. The devices were successfully implanted and the delivery systems discarded. The patient had a history of surgical graft replacement. It was reported that the physician felt resistance while advancing the proximal device, but the device was successfully implanted. The physician also felt resistance while advancing the first distal device, and removed that device from the patient. The physician changed the access route to pull-through, and the first distal device was successfully implanted. The final angiogram revealed a dissection 4cm proximal to the celiac artery. The physician implanted a valiant 3434100 and successfully excluded the dissection. No additional clinical sequelae were reported and the patient is fine. A review of several still angiogram images showed the thoracic aorta was sharply angulated at the arch and also within the distal descending thoracic aorta. The cause of the dissection could not be determined; it is possible that the sharply angulated thoracic aorta and the previously implanted surgical graft may have contributed.